Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 280, 158, 294 and 361 mg/dl. Tests were done within 10 minutes. Patient does not have check strips. Patient did not experience any adverse events. No further information has been reported.